Event description:
It was reported that the patient had a do not resuscitate (dnr) order and the rep was asked to deactivate the device. Upon interrogation, the device could not be interrogated. Because the patient was dnr, a cardiac magnet was used for the interim.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.